Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 liner, r3 shell, hemi head, modular sleeve, 2 x spherical headed screws was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head, r3 shell and 1 of the spherical screws. Similar complaints have been identified for one of the screws. This will continue to be monitored. Similar complaints have been identified for the r3 liner, modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Although the reported pain, pseudotumor and trunnionosis may be consistent with metallosis, the root cause of the reported metallosis cannot be confirmed and it cannot be concluded that the reported pseudotumor and trunnionosis were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the liner/ shell/ head screw 25mm/ head screw 35mm/ hemi head/ modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, hemi head & screw 35mm. Similar complaints have been identified for the r3 liner, modular sleeve & screw 25mm and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. Although the reported pain, pseudotumor and trunnionosis may be consistent with metallosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported pseudotumor and trunnionosis were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to metallosis and pseudotumor.